Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this dual chamber pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed a low out of range right atrial (ra) tip to can impedance measurement of less than 200 ohms. Additionally, there was a lead safety switch (lss) that had occurred, a high out of range ra impedance measurement of greater than 2000 ohms and several episodes with noise from the same day were stored. Technical services discussed troubleshooting and programming options. Isometrics were performed and did not reproduce the observed noise. Subsequently, the device was reprogrammed. The device system remains in service at this time. No adverse patient effects were reported. This device is listed on the most recent minute ventilation signal oversensing advisory.